Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the left common femoral vein using a proglide device after an ablation procedure using a 7f sheath. Reportedly, the operator is in training and it appeared that the feet of the proglide were not pulled back to the vessel wall prior to pressing in the plunger. The suture came out with the device and was stuck in the o-ring. A second proglide device successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the foot was pulled back to the vessel wall prior to pushing in the plunger. It should be noted that the perclose proglide instructions for use, states: gently pull the device back to position the foot against the vessel wall. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.